Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found no defects. The customer reported that the device did not seal adequately. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force of the device was tested with satisfactory results. The device was plugged into a force triad generator and tested on simulated tissue and functioned normally. The device was also tested on porcine kidney arteries of varying diameter and functioned as normal. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. Additionally, the device was tested for energy delivery by measuring output at various impedance levels and tested with expected ranges. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. Manufacturing non-conformance review is not required since the lot number is unknown.

Event description:
The customer reported that the device did not seal adequately during a colectomy. This occurred about one hour into the case while working on mesentery tissue and blood was noted on every sealing attempt. The generator in use was providing end tones, indicating a complete seal cycle, and no alarms were heard. The amount of blood loss cannot be estimated, but there was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.